Event description:
A disconection. The nurse reported difficulty connecting the option-lok male luer adapter to the distal clave on the extension set. The option-lok male luer adapter disconnected from the clave before the spin collar could be secured. After the disconnection, the option-lok male luer adapter and the clave were reconnected and the therapy was initiated. There were no reported adverse pt effects. No med interventions were required.